Manufacturer narrative:
The device history records were reviewed with no non-conformities identified. The device was not returned for evaluation - investigation inconclusive. Requests are being made for additional information and a supplemental report will be provided if this information is received. Please note that this device is similar to the mets modular distal femur implant - k121056.

Manufacturer narrative:
The patient underwent successful revision. The reported cause of the revision is due to infection. There is no indication at this time that the reported infection was attributed to the device. Infection is a procedure-related aspect of arthroplasty with sometimes additional patient-related risk factors for infection. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The complaint is being closed, and is being tracked and trended.

Event description:
The surgeon has requested a silver coated/treated custom proximal femur replacement implant for a revision procedure on an existing custom proximal femur replacement implant that was originally implanted in (B)(6) 1997. (B)(4).

Event description:
The surgeon has requested a silver coated/treated custom distal femur replacement implant for a revision procedure on an existing custom distal femur replacement implant that was originally implanted in (B)(6) 1997.